Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. The following additional information has been requested: how many needles broke during the procedure? Did any piece(s) of the needle fall into the patient¿s tissue? If so: was the needle piece(s) retrieved? What measures were taken to retrieve the broken piece? Was there any additional tissue damage as a result of searching for the needle piece? Were x-rays taken to locate the needle piece(s)? At what location was the needle found? Was the patient brought back to or to have needle removed or was the needle removed during the initial procedure? Does a piece of the needle remain in the patient¿s tissue? If yes, what tissue structure is it located? If retained, what is the surgeon's opinion of consequences to the patient? When did the needle pull off (while in the package / during dispensing / during preparation / during use)? The following additional information has been obtained: how many needles broke during the procedure? 3 needles came off. Did any piece(s) of the needle fall into the patient¿s tissue? No. When did the needle pull off? During use on a patient. If the device or further details are received at a later date a supplemental medwatch will be sent. Evaluation: unopened samples of product were returned for analysis. The actual sample was not received. During the visual inspection samples, no defects were found on the package. The samples were opened and the swage and attachment area of the needle was as expected. No needle breakages were noted. The sutures were dispensed without problems and examined along of the strand and no defects were observed. The samples were tested by needle pull and met the finished goods requirements. Also, the sample was tested by resistance test to needle and the needle met the requirements. Per the conditions of the samples received, no needle pull off were found and the tested samples met the finished goods requirements.

Event description:
It was reported that during a sacrocolpopexy procedure, suture was used. During the procedure, the needle popped off of the suture. There were no adverse patient consequences. Additional information has been requested.